Event description:
The customer reported that there was a cleaner and diluent leak of approximately 20ml from a coulter lh 500 hematology analyzer during startup. The leak was not contained. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/25/2015 and found a hole in tubing through normally closed pinch valve pv 43. The fse replaced the tubing to resolve the leak. The repairs were verified per established service procedures. (B)(6).